Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product's temperature alarm does not sound. Event occurred before patient use, during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. No abnormality was found during the visual inspection. During the functional testing, the customer reported event was unable to be confirmed. The device worked properly. The root cause is unknown as the reported event was not reproduced. Circulating water temperature setting and overheating alarm temperature setting are within standards. Although the circulating water temperature is within the standard, it is set low, so it is assumed that the cause is that it is difficult to reach the overheat alarm setting temperature when the test button is pressed. A fine adjustment of the circulating water temperature was done.